Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention where his ipg was replaced with a new one, and the pocket site was revised. The issue is now resolved.

Manufacturer narrative:
Field advisory numbers: 1627487-05242011-002-r, 1627487-07262012-002-r & 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is experiencing communication issues with his ipg using the charger. The patient has gained weight and the ipg is deep in the pocket. Surgical intervention may be pending to address the issue.